Manufacturer narrative:
Product evaluation found that the lens was returned in liquid in the lens vial. Visual inspection found a piece of the haptic missing. No similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon was about to implant a micl12.6, -13.5 diopter, implantable collamer lens in the patient's eye. While the lens was being loaded, the lens tore. There was no patient contact.